Event description:
This pt underwent coil embolization of an aneurysm of the avf (arteriovenous fistula) in the subclavian vein/artery. The coil could not be detached even alternative detachment was attempted. The procedure was continued using same size coil. There was no adverse event and the pt is in stable condition. Add'l info indicated that prior to connecting and during prep, the syringe was not damaged. After disconnecting the first coil delivery system, no damage was noted on the syringe. During prep, a dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was utilized to prep the coil delivery system, and no damages were noted during prep. The alternative zone (red zone) was utilized in an attempt to detach the coil. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector or extension tubing. The connector was checked for proper seating/fitting on the delivery system hub. It is unk if the same syringe was utilized to complete the procedure, however, no damages were noted on the coil (unraveled/stretched), delivery system or hub. No further info was available.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Add'l info will be submitted within 30 days.